Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a malfunction alarm occurred. Additionally, it was reported that the pump touchscreen display was difficult to see. Customer reverted to an alternate method of insulin delivery. There was no reported adverse impact.